Event description:
It was reported that the patient's device was ''not working as effectively'' after a fall in (B)(6) 2011. The fall was severe enough that a hematoma formed at the device pocket. Impedances temporarily increased after the fall, but returned to normal within a few weeks. Impedances were re checked on the day of the report and were initially out of range. They were re run at higher default values and returned to normal. The patient's device was at natural end of life (eol) and was replaced. The patient felt ''better'' with good symptom control post replacement.

Manufacturer narrative:
Lead model 3387s-40, lot: v107988, implanted: (B)(6) 2008, explanted: na. Lead model 3387s-40, lot: v120700, implanted: (B)(6) 2008, explanted: na. Extension model 7482a51, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Extension model 7482a51, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer model 37642, serial: (B)(4).